Event description:
During the routine preventive maintenance (pm) by the company service rep it was noticed that the on/off switch did not always power up the balloon pump when switched into the on position. No pt was involved.

Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported. Event. The company rep replaced the on/off switch ((B)(4)). The pm was completed, pump tested to factory specifications and returned to the customer. The on/off switch is being requested to be sent to the manufacturing facility in (B)(4), for eval. A supplemental medwatch report will be submitted once the eval becomes available. (B)(4).